Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, infection (late onset), lymphoma-alcl-suspected. (B)(6).

Event description:
Patient reported "that it was evidenced on resonance on (B)(6) 2018, presence of late fluid in small to moderate amount in the left breast, a fact that was kept under routine monitoring in order to observe clinical evolution. On (B)(6) 2019, a new imaging exam was performed, and a puncture was performed to monitor the fluid, as it was a late seroma according to an anatomopathological report (drained 24 ml), and it was recommended to keep periodic monitoring. However, on (B)(6) 2020, a clinical condition of fever, hyperemia in both breasts, considerable increase in volume on the left breast and intense pain caused a new ultrasound examination to be performed on (B)(6) 2020, evidencing a quantity moderate fluid in the left breast, and at the same time, a new puncture was performed, with emptying of 87 ml of liquid in the left breast. Due to symptoms suggestive of infection, antibiotic use was also started for 7 days, until (B)(6) 2020, the date on which the anatomopathological examination was ready and again, there was seroma. On (B)(6)2020, the patient presented a new febrile condition, accompanied by a considerable increase in breast volume, diffuse hyperemia and more intense pain in the left breast, a new emergency intervention was performed, with return to the antibiotic therapy, and a new puncture, where more than 60 ml were drained, whose report is not yet available. Patient finishes the last antibiotic treatment on (B)(6) 2020". Patient also reported that they have "nodules, simple cysts, implant with radial pleats and implant is in the upper region". Healthcare professional further reported "late seroma, hyperemia, asymmetry, swelling, suspected alcl - aspirated with cd30+". Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Patient's treatment will include total capsulectomy and implant replacement. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Treated with antibiotics (amoxicillin and clavulanate) and drainage. Status of device is unknown.